Event description:
It was reported that the patient was unable to pump his inflatable penile prosthesis (ipp) device. The difficulty pumping the device was due to patient dexterity issues and not a device malfunction. The ipp device was explanted, and a new tactra malleable penile prosthesis device was implanted. There were no patient complications.

Event description:
It was reported that the patient was unable to pump his inflatable penile prosthesis (ipp) device. The ipp device was explanted, and a new tactra malleable penile prosthesis device was implanted. There were no patient complications.